Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 200 mg/dl and their sensor glucose read 110 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. It was also found the customer experienced a high blood glucose because the insulin pump suspended due to the inaccurate readings. Customer also reported receiving sensor error alerts. The customer reported observing bent sensors in the past. The customer's blood glucose was 101 mg/dl. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.